Event description:
It was reported that stent dislodge occurred. The target lesion was located in the right coronary artery (rca). A total of 9,500 iu of heparin was administered intravenously, and 300 mg of clopidogrel was given orally. A 2-6 fr guiding catheter was advanced, and the ostium of the rca was cannulated. A 0.014-inch guidewire was advanced across the lesion located in the proximal and middle third of the rca, supported by a 2.2 20 mm balloon, which was inflated twice at 20 atm. Subsequently, a 4.50 x 24mm synergy shield drug-eluting stent was advanced; however, during passage through the guiding catheter valve, the balloon-stent assembly became detached and deformed. Consequently, an additional 4.5 20 mm drug-eluting stent was deployed to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.